Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the elective replacement of ipg there was a spark in the extension while physician was trying to insert the extension in the new ipg. Prior to the procedure patient also complained of shocking sensation at the ipg site during showers. As a result , the extension was explanted and replaced.